Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the device was defective. The device was explanted due to it being defective and no longer working. The device was explanted on (B)(6) 2019. The device was expected to be returned. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomalies. The battery had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis has been completed. If information is provided in the future, a supplemental report will be issued.